Manufacturer narrative:
H6. Investigation summary: this memo is to summarize findings on your complaint related to bottle macconkey broth 500g, catalog number 220100, batch 2038179, and complaint #(B)(4) for floccules in liquid. Components are milled and blended (where required), and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes dehydrated medium appearance, solubility, solution appearance, ph, and growth performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been several other complaints on this material for the defect in question. There have been no other complaints for this batch for the defect in question. Four photos were received in lieu of returns. The first photo depicts a bottom view of a flask containing a purple media and a stir bar. White precipitate can be seen. The other three photos appear to be identical and depict the side view of the flask of purple media. A large amount of white precipitate can be seen throughout the media. A retention sample of the complaint lot was tested against a reference sample of macconkey broth for prepared solution appearance. The samples were prepared according to label instructions, mixed thoroughly to dissolve, autoclaved at 121°c for 15 minutes, and then cooled to room temperature. Satisfactory solution appearance is purple and clear. Reference and retention were purple and clear without precipitate. The precipitate seen in the photos could not be replicated in our retention sample. The retention was comparable to the reference. From the information and testing completed, bd cannot confirm this complaint. Both the retention sample from the same batch of media as well as a reference sample of the media had no appearance issues. No further investigation or corrective actions are possible at this time. Bd will continue to monitor and trend for complaints on unsatisfactory packaging.

Event description:
It was reported that bd difco¿ macconkey broth after sterilization there was precipitation at the bottom. The following information was provided by the initial reporter: after sterilization there are floccules at the bottom of the liquid.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd difco¿ macconkey broth after sterilization there was precipitation at the bottom. The following information was provided by the initial reporter: after sterilization there are floccules at the bottom of the liquid.